Event description:
It was reported that a user discontinued ilet pump use and requested a return after experiencing blood glucose fluctuations, with the user¿s physician expressing concern due to a cardiac comorbidity; the user declined additional training and proceeded with a return request, and an oral glucose intervention was referenced. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the glycemic excursions was unclear, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.